Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer¿s mother reported via phone call the insulin pump had an absence of alarm and rewind anomaly. The customer¿s blood glucose level was unknown at the time of the incident. The customer¿s mother reported the insulin pump is not alarming, asking for multiple rewinds and giving no deliveries all the time. The customer¿s mother did not troubleshoot the issue. The insulin pump will be returned for analysis.